Event description:
A customer contacted global technical services(gts) regarding the drain volume not moving during the initial drain on the homechoice machine(hc). The technical service representative (tsr) confirmed with the home patient(hp) that no alarms have occurred. The hp stated there was air throughout the patient line. The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed and the assignable cause is undetermined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.